Event description:
A customer reported to olympus, the maintenance unit was not functioning during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined the alternating current inlet was broken. Also, the power switch was faulty (light emitting diode not lit and protective cover cracked). This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed due to the power switch being faulty. In addition to evaluation , the rubber feet were broken off. The top cover had deep paint scratches. The power switch cap was torn off. The air pressure fluctuated when wiggling on air gauge due to worn out air joint unit and connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - the front of the power switch was damaged, the led did not light up, the side of the power inlet was damaged and a corner was missing, and the protective cover was damaged. However, a further cause of these issues could not be presumed from the data collected for this investigation. Olympus will continue to monitor field performance for this device.